Event description:
Infection control stated that the incident occurred in 2001, the person involved is a rn, and the rn's ht/wt/dob are unknown. Reporter stated that the rn apparently started an IV on a pt, double gloved because rn had a cut on hand. When rn took glove off, there was blood on hand. Reporter stated that the blood on the rn's hand was from the pt not the rn's own blood. Initially it was thought that this pt had septicemia and possible menningitis, but reporter could not confirm this. The rn was put on prophylactic oral antibiotics, and as far as reporter knows-the rn is doing fine. Reporter stated that reporter knew of no holes/tears being noted in the glove.